Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01237 for the other associated device information. It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the left main bronchus for bronchial cancer, performed on (B)(6), 2010. According to the complainant, the doctor placed the stent catheter into the left main bronchus. After releasing the stent 5mm from the distal end, the deployment suture thread could not be released any further. The thread pulled the tip of the catheter out of the bronchus ("the catheter was formed like a c"), and the stent could not be released into the bronchus. The physician attempted to use another ultraflex to complete the procedure, but encountered the same problem. After partially deploying 4mm of the stent, the thread pulled the catheter tip out of the bronchus, instead of releasing the knots. The procedure was not completed as the patient did now want any further intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01237 for the other associated device information. It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the left main bronchus for bronchial cancer, performed on (B)(6), 2010. According to the complainant, the doctor placed the stent catheter into the left main bronchus. After releasing the stent 5mm from the distal end, the deployment suture thread could not be released any further. The thread pulled the tip of the catheter out of the bronchus ("the catheter was formed like a c"), and the stent could not be released into the bronchus. The physician attempted to use another ultraflex to complete the procedure, but encountered the same problem. After partially deploying 4mm of the stent, the thread pulled the catheter tip out of the bronchus, instead of releasing the knots. The procedure was not completed as the patient did now want any further intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Additional information was received regarding this complaint. Stent placement was attempted to treat a 4cm long stricture. A jagwire was used during this procedure, and was in place during the attempted deployment. The catheter bowed and was kinked on the proximal end. When the thread pulled the tip out of the bronchus, there were no patient complications reported.

Manufacturer narrative:
(B)(4) (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01237 for the other associated device information. It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the left main bronchus for bronchial cancer, performed on (B)(6) 2010. According to the complainant, the doctor placed the stent catheter into the left main bronchus. After releasing the stent 5mm from the distal end, the deployment suture thread could not be released any further. The thread pulled the tip of the catheter out of the bronchus ("the catheter was formed like a c"), and the stent could not be released into the bronchus. The physician attempted to use another ultraflex to complete the procedure, but encountered the same problem. After partially deploying 4mm of the stent, the thread pulled the catheter tip out of the bronchus, instead of releasing the knots. The procedure was not completed as the patient did now want any further intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Additional information was received regarding this complaint. Stent placement was attempted to treat a 4cm long stricture. A jagwire was used during this procedure, and was in place during the attempted deployment. The catheter bowed and was kinked on the proximal end. When the thread pulled the tip out of the bronchus, there were no patient complications reported.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and that the shaft was bent proximal to the crocheted stent. No issues were noted with the crochet stitches at the point of release from the stent. During analysis, it was possible to retract the deployment suture and fully deploy the stent with some resistance being met. No issues were noted with the profile of the deployed stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.